Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm 05, 29, 30) occurred during the load sequence. Reportedly, the customer was following the proper steps at the time of these alarms. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alarm 29 and 30 was verified. No failure related to the reported alarm 05 was identified.